Manufacturer narrative:
Device identifier # (B)(4) the device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. No serial number was identified, as such a DHR review could not be performed. The complaint reported cannot be confirmed. The study is not conclusive of relating the reported conditions with mayfield products. Root cause cannot be determined at this time. Additional information received from risk management on 17feb2020 stating, ¿broken pieces of the device are available for inspection at the hospital. If integra would like to inspect the device please contact us to make those arrangements. We may in the near future, be arranging to have metallurgic testing of the device conducted, some of which testing could be destructive in nature, so if you would like to inspect the device before such testing is done, please contact us without delay.¿

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Sus voluntary event report (foi for manufacturers) mw5091246 was received on 30dec2019 with the following information: on (B)(6) 2019, the a1018 mayfield swivel adaptor snapped. The patient was in the operating room for class1 posterior fossa craniotomy. The patient was placed in mayfield fixation and as closure was occurring, a snap sound was heard and the patient fell off the right side of the table and his head and body fell on the floor. Additional information has been requested.